Event description:
Pt in day surgery for sterilization. Bovie used laparascopically-fine. Used with handpiece and no cautery noted at first then increased "coag" and pt skin scorched. Physician excised tissue and bovie taken out of room. Bovie pad was clear.